Event description:
Reference number (B)(4) event occurred in brazil. It was reported that the patient faced two infusion set leakage from catheter on (B)(6) 2025. The blood glucose level was 220 mg/dl and corrected via pump. Patient tested for ketones and results found to be 0.6 mmol/l. The infusion set was in use for one day. Patient reported kinked or bent tubing. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this would flag on the trips and alerts according to the omqr procedure.